Event description:
Boston scientific crm received information that this right atrial (ra) lead (suspect) dislodged overnight post-implant; clinical presentation was no sensing or capture. The lead was successfully repositioned without further issue. To date, no adverse patient effects were reported.